Manufacturer narrative:
The review of provided data confirmed highlighted ventricular pauses following normal behaviour of the device which is programmed in safer pacing mode. On (B)(6) 2024 at 14h45, standard electrical measurement are performed and the MRI mode is programmed to manual. The observed pauses are all normal pauses due to the safer pacing mode: either a switch to aai from safer pacing mode every 100 paced ventricular cycles in ddd; or an aai mode from safer after a switch from a non-safer mode to safer pacing mode. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, a pacemaker-dependent patient had a pause during the programming of the MRI mode. The physician would like to know the reason of the pause.

Event description:
Reportedly, a pacemaker-dependent patient had a pause during the programming of the MRI mode. The physician would like to know the reason of the pause.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The reason of the pause is under investigation at r&d level. The most probable hypothesis is external oversensing (emi) in the MRI room.

Event description:
Reportedly, a pacemaker-depndent patient had a pause during the programming of the MRI mode. The physician would like to know the reason of the pause.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.